Manufacturer narrative:
Reprogramming changes were made, and this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged, which led to under-sensing and atrial tachycardia. The device was reprogrammed, and it is intended that the patient will be reassessed in clinic in the following weeks. This lead remains implanted and in service. No adverse patient effects were reported, and no additional patient complications have occurred.

Manufacturer narrative:
Reprogramming changes were made, and this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged, which led to under-sensing of the p wave (low amplitude). The device was reprogrammed to a different setting. There has been no further information provided as to whether surgical intervention was performed. This lead remains implanted and in service. No additional patient complications have occurred.